Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set experienced a low priority alarm (max air exceeded) alarm. This occurred during use of the device for peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. During troubleshooting, it was determined that there was leak from an unknown location. There was no patient injury or medical intervention associated with this event. No additional information is available.